Manufacturer narrative:
This report is submitted on may 18, 2017. (B)(4).

Event description:
It was reported that the patient experienced an infection at abutment site. Clinical management is ongoing.